Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that undercorrection was noticed in the left eye during the post-operative check. The surgery was completed without issues. The patient will be treated again once visual acuity stabilizes. The patient's symptoms persisted. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in .. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The laser was started the energy-check was started only allowing for a minimal warm-up time. The system successfully passed all initialization steps. The user skipped the gas change and the scanner test and performed the needed energy check, eye tracker test and fluence test without any issue. The logfile shows two successfully performed treatments. The user performed the initial energy check for the whole day and did not conduct any additional energy checks. The measured energy was stable. The logfile shows that the reported treatment in left eye was performed successfully without interruptions. For left eye, three thousand nine hundred twenty four shots were requested, , three thousand nine hundred twenty four shots were fired. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).